Event description:
It was reported, the colonovideoscope had no image in the octagonal area. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the suggested event was caused by the charged coupled device cable about to break. Olympus will continue to monitor field performance for this device.